Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, right side revision for subsidence and fracture. Revision a week after original surgery due to fall. No mp products were implanted in the revision.